Event description:
A report was received that a patient was receiving inadequate stimulation. A bsn sales representative attempted to reprogram the patient, however was unsuccessful. The physician chose to explant the lead and replace it with a new lead. During the procedure, it was noted that the paddle lead had a contact hanging off of it. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The lead passed photographic imaging tests, electrical and mechanical tests performed. Visual inspection revealed that one of the electrodes was partially dislodged from paddle end of lead. Despite partial electrode dislodgement the paddle lead passed all the electrical tests on all the electrodes. The device history review found no anomalies. The cause of the dislodgement is unknown and the reported complaint of inadequate stimulation was not confirmed.

Event description:
A report was received that a patient was receiving inadequate stimulation. A bsn sales representative attempted to reprogram the patient, however was unsuccessful. The physician chose to explant the lead and replace it with a new lead. During the procedure, it was noted that the paddle lead had a contact hanging off of it. The patient is reportedly doing well following the procedure.